Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The end user is alleging that when the machine is turned on, it is making a noise and sounds as if the motor is no longer working. User also stated the unit would not dispense medication.